Event description:
The complainant reported that the clinicians were performing a sclerotherapy procedure on a patient (age, gender and weight unknown), but during the procedure the needle did not slide out and could not be withdrawn. There was no indication from the complainant of any adverse affect to the patient as a result of the reported malfunction.

Manufacturer narrative:
The device was returned for investigation. The examination of the device confirmed that the needle would not exit the sheath when extending. No damage to the device was identified. This complaint condition was confirmed. A review of the device history record for the pertinent lot was performed, no anomalies were noted.